Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Returned for eval is one assembled 4 fr groshong single lumen catheter and its stylet wire. The catheter was returned in two sections. During functional testing a spraying leak was observed emanating from the catheter. The leak site was observed on the proximal section and is located at the 43 cm depth marker. The stylet wire is unremarkable. According to the notes in this file, "the leak was noted during flushing on the returned complaint sample is consistent with an inadvertent nick by a needle or some other type of sharp instrument. This may have occurred during placement or handling of the catheter. However, the exact mechanism of damage is undetermined at this time. A lot history review (lhr) of rewh1616 showed no other similar product complaint(s) from this lot number.

Event description:
After the PICC had been inserted a small pinhole leak was noted when flushing the PICC. Exchanged for a fresh PICC with a different lot number with no leaks noted.